Event description:
Implant surgeon reported to our sales rep that the implanted nail was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Associated devices: (B)(4) lag screw, ti gamma3 10.5x120 mm lot# k218390, (B)(4) locking screw, fully threaded t2 tibia 5x42, 5 mm lot# k742175, (B)(4) set screw, ti gamma3 8x17.5 mm, lot# k724354.